Manufacturer narrative:
Device not returned.

Event description:
Cancer patient with coaxial cvp and infusion kit of an arrow si-09880 introducer (subclavian), dpt model pxmk313, and an unknown fluid admin set was moved from the chair to the bed. During manipulation, it was observed that the luer lock connector at distal end of the dpt disconnected. Blood observed in line halfway between dpt and pt pressure bag inflated to 300mmhg/flow rate of 10ml/hr through dpt. Patient displayed symptoms of neuro stress.